Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope tested positive for an unspecified pseudomonas growth. The issue was found during set up/inspection for use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: all channels, cfu:1-9cfu, bacterial identification: pseudomonas aeruginosa. Sampling date: (B)(6) 2025, sampling from: all channels, cfu:1-9cfu, bacterial identification: pseudomonas aeruginosa. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Without the cds information from the customer, we are not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the IFU with product status. Olympus hmi is not available for further assessment. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.